Event description:
A healthcare facility reported to our distributor that the heater wire connectors in 7 units of rt329 infant continuous flow breathing circuits have an "extra piece of plastic" which prevented connection with the heater wire. No pt consequence were reported.

Manufacturer narrative:
The device is currently en route to the MFR for investigation. This incident is similar to complaints rec'd recently whereby the inspiratory heater wire has been incorrectly overmolded with the connector for an expiratory heater wire during the overmolding process. Further investigation into the production process revealed that this is due to operator error during production for a period of approximately 2 hours. The size of the batch of breathing circuits produced is therefore, not significant. However, we are currently modifying our production process to reduce or prevent recurrence of this issue. Moreover, the incorrect connectors prevent the circuit from being connected to the humidifier which is equivalent to an open circuit heater wire situation. The humidifier would therefore alarm. This is in additional to the user detecting the fault upon setup. A lot check revealed 5 other complaints for this lot number. A follow-up report will be prepared and forward as soon as the device has been returned and investigation results become available. Our monitoring and trending of incorrectly molded heater wires has a rate of occurrence for the last year.